Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that tests were ran on fluid extracted and results came back positive for cancer; markers of cd30+ and alk- have not bee reported or confirmed.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿upset that the physician did not notify of the recall and was told that allergan should have notified¿, ¿breast dimpling¿, ¿sagging¿, ¿ripples¿, and "leaking." Patient also reported ¿not feeling well¿, ¿foggy headed feeling¿, ¿flu-ish¿, ¿a warm sensation in their chest", ¿achy joints¿, and ¿hit with cancer again¿; these are not device related. Device remains implanted.